Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The following sections have been updated: b4: date of this report. B5: describe event or problem. G3: date received by manufacturer. H1: type of report, follow-up number. H2: follow up type. H3: device evaluated by manufacturer: change ¿no' to 'yes'. H6: evaluation codes. H10: additional narrative. One (1) imp,tsv,4.1mm,sbm,10 was returned for investigation. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. A pre-existing condition noted on the per was low bone density (type iii). The reported device was located on tooth 14 (fdi) and was used for approximately 25 days. Device history record (DHR) review was completed for the subject lot number. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number for similar events and one (1) other complaint was identified, ((B)(4)). Review completed utilizing keywords: 'non integration perforated sinus, non integration infection'. February post market trending was reviewed and there were no actionable events or corrective actions for the reported events (non integration perforated sinus, non integration infection) or product. No actionable items have been triggered that will affect complaint handling on our end for this month. Based on the available information, device malfunction did not occur and the reported event was non-verifiable.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4).

Event description:
It was reported sinus perforation and infection. Doctor performed curettage to avoid chronic sinusitis. Patient has been rescheduled for new implant placement.